Event description:
Patient was undergoing thrombectomy procedure for cerebral infarction in the m2 mca using the penumbra system with the separator 3d (investigational device). Upon treatment, vessel was recanalized to tici 2b. During the procedure a vasospasm of "probable" relationship to the penumbra system and separator 3d occurred. Vasospasm was treated with intra-arterial verapamil administered through 5max-ace reperfusion catheter.

Manufacturer narrative:
Vasospasms are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital disposed of device.